Manufacturer narrative:
Continuation of d10: product ID 8784 ,serial# (B)(6), product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(6), ubd: 27-jun-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a company representative (rep) regarding a patient receiving intrathecal hydromorphone 1 mg/ml at unknown dose via an implantable pump for non-malignant pain. The company rep stated that patient had lost weight and the pump had started to protrude or erode through the skin. Pump was being replaced today. The company rep stated that the surgeon aspirated the catheter and got some out but not a full 2 ml. The company rep was unsure how much, if any, drug was left in the catheter. When accessing the old pump they expected 29.7 ml and got back 39 ml and surgeon replaced the pump segment.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the cause of the volume discrepancies was unknown. The event was resolved by replacing the existing pump segment with a new pump segment. Return of the product was refused by the customer.

Manufacturer narrative:
Continuation of d10: product ID: 8784; serial#: (B)(6); product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.